Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/11/1999-supplemental report sent to FDA. The reported condition was not confirmed, therefore, the exact cause could not be reliably determined.